Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, persona cemented stemmed tibial component size c right catalog #: 42532006402 lot #: ni h6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The delay in reporting is being addressed via CAPA.

Event description:
It was reported that the patient experienced pain, swelling, weakness and stiffness more than six (6) months following right knee arthroplasty. No additional information is available.